Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device after a diagnostic catheterization procedure. Reportedly, the proglide device would not advance over the wire; it felt like there was an obstruction in the device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date of the event was not provided by the hospital. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.